Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illuminator failed to turn on before surgery. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the illumination issue. The illuminator module was replaced to resolve the issue. The company service representative was unable to replicate the reported sm; however confirmed the sm in the event log. The interface breakout printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on january 26, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the illumination lamp failure can be attributed to the non-conforming illuminator module. The root cause of the reported event of system message (sm) - [laser controller detected a port hardware failure.] Could not be determined conclusively. The manufacturer internal reference number is: (B)(4).